Manufacturer narrative:
Due to character limitation initial reporter full name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation of new cardiosave intra-aortic balloon pump (iabp) had leakage issue . There was no patient installment.

Event description:
It was reported that during installation performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had leakage (more than 20 in five minutes). There was no patient involvement.

Manufacturer narrative:
Updated fields- b4, b5, d8, d9, d10, e1 (event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11corrected filed- d5, g2. The fse that encountered the issue verified that there was no separate leak in the console or the cart. The leak was only occurring while both were connecting. The fse tried to apply vacuum grease on the quick disconnect fitting and measured the leak. The leak was in the limit (14 in five minute). If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.